Event description:
A 69-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c, underwent placement of an impella cp via right femoral percutaneous arterial access on (B)(6) 2026 at approximately 15:30. Following device implantation and while being transported to the CT suite, the patient experienced cardiac arrest and coded. One round of cardiopulmonary resuscitation and epinephrine administration was performed, after which return of spontaneous circulation was achieved. According to the reporting facility, there were no allegations or indications from the clinical team that the event was related to the impella device. Review of the information provided indicates that the reported cardiac arrest occurred after device implantation during patient transport and was not alleged or attributed to malfunction or performance of the impella cp. Based on available data, there is no evidence to suggest a device-related failure or causal relationship between the impella cp and the reported clinical event. The event is assessed as a patient-related clinical outcome in the setting of cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e4; h8. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1, b2, h1, and h6 have been updated to reflect the patient outcome.